Manufacturer narrative:
The pt was revised 2.3 years after prior surgery, to remedy a worn poly insert. The explanted device was not returned for investigational review. The revision surgery consisted of changing from a uni to a total knee. The surgical technique references the uni knee needs to placed properly to prevent wear on the other condyle. The pt gained (B)(6) in 2.3 years. This could have had an impact on the wear of the insert, no info provided regarding the other condyle's condition. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmrs created. The surgeon's choice for changing to a total knee was most likely related to the overall condition of the pt's knee at the time the wear on the uni insert was being remedied. Conclusion: no further action required. The wear was most likely related to a change in the pt's weight over the 2.3 years since the prior surgery.

Event description:
Revision surgery - pt had a uni-knee put in when his weight was over (B)(6). The poly was worn. Pt's weight over (B)(6) now so decided to convert to a total knee.